Event description:
It was reported that the patient with this pacemaker underwent a dermatological procedure. During the procedure, the device oversensed electromagnetic interference (emi) on the right ventricular (rv) channel, resulting in pacing inhibition with pauses in pacing up to approximately eleven seconds. It was noted the patient was syncopal with this episode. The health care professional (hcp) discussed this with the dermatology clinic to mitigate this in the future. No additional adverse patient effects were reported. The device remains in service.